Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. A review of the submitted log files revealed numerous low flows alarms. The low flows appeared to be associated with elevated pulsatility index (pi). No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6, ¿patient care and management¿, explains that post-implantation hypertension may be treated at the discretion of the attending physician. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being weaned off of nitric oxide and had elevated pulmonary artery pressures. The patient also had low flow alarms at the time. The log file captured low flow events on (B)(6) 2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. The nitric oxide was turned back on, vital signs improved, and alarms resolved. The patient remained intubated. Plan was to wean off and extubate.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.